Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during normal tube change, the nurse caregiver inserted the size 2.5 tube and was unable to remove the obturator from the tube. The healthcare provider then had to repeat the process with a new tube. The patient's mother indicated to the nurse that this had happened prior with the custom 2.5 tubes. The mother indicated that the only mechanism by which to get the obturator out was to pour saline onto the product. There was no patient injury.

Manufacturer narrative:
(UDI #). If information is provided in the future, a supplemental report will be issued.